Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) and noise with isometrics. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID d154awg ICD, implanted: (B)(6) 2008; unknown lead, implanted: (B)(6) 2003. (B)(4).